Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. However, a cause for the foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the gastrointestinal videoscope was observed to have dirt on the objective lens and white foreign material on the air and water tube, a-tube, and universal cord. Additionally, the device produced no image, and the screen turned white during operation. There was no patient involvement.